Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered five inappropriate shocks due to oversensing while the patient was exercising. The device was checked in clinic and an automatic setup was completed. The device was then manually programmed to the secondary vector and a maximum smart charge status to mitigate further inappropriate therapy. An exercise test is expected in the future for further evaluation. This device remains in service. No additional adverse patient effects were reported.